Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, 7mm proximal of the distal markerband. Inspection of the remainder of the device found no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, the balloon ruptured within the specified pressure. The device was simply and completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. A 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, the balloon ruptured within the specified pressure. The device was simply and completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.